Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported rupture and "fluid in the capsule" diagnosed by MRI and ultrasound. The device remains implanted. This record relates to the left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: no observed rupture on the device. Lump/nodule/ndr: not applicable as the event is not related to the device. Additional observations: deformation device observed on the device. Wear abrasion observed on the device. No further actions are required as the device was implanted. Additional, changed, and/or corrected data.

Event description:
Patient reported left rupture and later "fibroadenoma" (non device related). The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.4, b.3, b.5, d.6a, d.6b, h.6.

Event description:
The device was explanted.